Event description:
During a surgery to repair a gunshot wound to the neck, chest and abdominal areas, the device functioned as intended, and the staple line was intact. Postoperatively the pt developed an anastomotic leak, required an additional procedure, and subsequently died.